Event description:
It was reported that in central processing, the cannula was tested for alignment, the gauge pin did not drop through. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The cannula was returned and evaluated. Failure analysis found the cannula to fail the functional test and gauge pin test. Failure analysis concluded that the failed functional test damage may be due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the failed gauge pin test if to recur could cause or contribute to an adverse event.